Event description:
It was reported that 2 days post implant, there was no output and high impedance on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted. Visual analysis revealed apparent explant damage. (B)(4).